Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level as a result of the malfunction. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact support if any issues reoccur. The customer declined assistance in resuming insulin and sensor sessions, opting to do so independently after the call.